Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator was alarming "invalid gas ID". The problem is intermittent. The ac power status led is flashing and is also intermittent.